Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section h6 - removed 1888 in hecc and removed 2199 in heic. 3. Section h6 - removed 1905 in hecc and removed 4613 in heic. 4. Section h6 - removed 1905 in hecc and removed 4614 in heic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported blood glucose did not occur for greater than 4 hours during the event.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and blood at insertion site. The customer has alleged for receiving change sensor alert and sensor updating alert. The customer reported blood glucose value of 225 mg/dl. The customer was treated with bolus delivery, manual shot of insulin and lots of water. The event involved products mmt-1884, mmt-7040ma, mmt-242a and mmt-332a. Troubleshooting was partially performed for high blood glucose which has occurred for greater than 4 hours and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for sensor alerts. Customer was able to run test on transmitter. Customer was advised to try another sensor. Troubleshooting was performed for site issues. Advised to insert sensor in a different location and monitor site. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040ma. No product return is required for mmt-242a. No product return is required for mmt-332a.